Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck. A technical support specialist remoted into the cabinet and guided the customer through correcting the count. After performing a cycle count and adjusting the quantity, the medication was able to be issued successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was stuck during medication issuance thus customer needs that medication count to be corrected.there were no adverse events or injuries reported based on this event.